Event description:
Per the clinic, the patient experienced pain at the abutment site. The device was removed and topical antibiotics was prescribed (date not reported).

Event description:
Per the clinic, the patient experienced infection at the abutment site.